Manufacturer narrative:
Method: the complaint airvo humidifier was returned to fisher & paykel healthcare in (B)(4) where audible alarm was inspected. Results: no audible alarm was heard when the returned airvo was inspected. Inspection of the speaker revealed that the diaphragm was damaged. No other defect was noted with the returned airvo. A lot check revealed no other complaints of this nature for lot number 140416. Conclusion: we are unable to determine what may have caused the observed damage to the diaphragm. The speaker on the airvo is a supplied part. We have raised this issue with the supplier and have sent the complaint component to the end manufacturer for further investigation. The airvo 2 user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an airvo2 displayed a visual alarm and the audible alarm was not working. No patient consequence was reported.